Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter. The meter displayed a message stating that the user should retest with a new strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.